Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation and a lack of pain relief. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on an unknown date to address the issue.

Manufacturer narrative:
Exact date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.